Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality control (qc) was valid at the time of sample processing. Siemens reviewed the instrument data and noticed that the instrument vacuum was fluctuating. Siemens is evaluating the event.

Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica im 1600 analyzer. The repeat result recovered lower than the erroneous result and matched patient's history as the patient was not pregnant. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
Siemens filed the initial MDR on 14-may-2024. Additional information (22-may-2024): a siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and replaced the sample probe manifold/transducer, plunger, incubation ring gears, waste bottle lid and secondary waste reservoir, aligned the sample probe, adjusted secondary vacuum, and checked the aspirate/wash probes and pinch valves. The cse reviewed auto check results, which were within acceptable limits, and ran negative total human chorionic gonadotropin (thcg) samples to verify instrument performance. The cause of the falsely elevated thcg result is unknown. Type of investigation, investigation findings, and investigation conclusions codes in section h6 were updated to reflect the additional information.